Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 5 months post-implant, it was reported that the pt was admitted into the hospital with elevated lactate dehydrogenase (ldh) levels and dark colored urine. It was also reported that thrombus was suspected. The pt has been on a heparin and tirofiban infusion; however the pt experienced shortness of breath, less power and less flow through the pump. Subsequently, a decision was made to replace the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.